Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision asr xl - hip side unknown reasons for revision: pain, noise and alval / soft tissue reaction update (B)(6) 2015: updated hip side as right hip, taken from original claimsuite (B)(6) 2015. (Pd (B)(6) 2015) update (B)(6) 2015: kennedys claimsuite, marked com as legal, kid. Sm (B)(6) 2015